Manufacturer narrative:
(B)(4). Results of investigation: service technician was unable to verify the customer¿s reported issue regarding the external battery, the customer's removable battery was not sent in with unit into service. With a known good removable battery inserted onto unit at 1% charged, the unit was powered on and docked onto a known good ptdc with known good lung, and a known good circuit connected. The unit's external power led lit up solid green, the battery charger led lit up flashing amber. After 67.5 hours of extended testing, the unit¿s batteries were fully charged displaying "removable battery 104%" and "t-bat ok". The unit passed the extended bench testing, passed the initial alarm volume test, but failed the initial final test with non-conformance at the spo2 connector test measuring blow spec due to a burned component on the main flex circuit. Carefusion replaced the main flex circuit to correct the issue.

Event description:
It was first reported by the customer that they were having issues charging the external battery. Carefusion encouraged the customer to purchase a new battery since it is out of warranty. The customer also requested to have the fio2 nut and pigtail updated. Upon further review, carefusion discovered that the unit had burnt components. This reported issue was discovered while in service, so there was no patient involvement.